Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused four tumors in the chest, chronic obstructive pulmonary disease, and angioedema. The patient did receive medical intervention and reported to go to the emergency room and have breathing tests. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.